Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen operation was inconsistent. The device's lcd and lcd backlight cable need to be replaced to address the issue.